Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565 - 2019 - 03357, 0001822565 - 2019 - 03358. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
It was determined this submission was reported with the incorrect manufacturer number. Please void this submission and reference 0002648920 - 2019 - 00601 for corrections/updates to this record.

Event description:
It was determined this submission was reported with the incorrect manufacturer number. Please void this submission and reference 0002648920 - 2019 - 0060.